Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that difficulty was experienced attempting to charge the pump. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level due to the reported issue.